Event description:
Arthrex suture anchor broke during insertion. First one partially still in the bone, broke off even with the surface of the bone; no rough edges exposed. Second one: all pieces recovered after it broke.